Event description:
It was reported that a patient had a surging sensation. It was stated that for the ¿past few months¿ the patient has felt his stimulation occasionally ¿surge¿ which has led to a shocking sensation. It was reported that it was steadily getting worse so he needed his therapy to be adjusted/ ¿re-calibrated¿. It was stated that when the patient turned his therapy off he still felt stimulation hours after therapy has been off. It was noted that the patient has mentioned this to his healthcare professional (hcp) but had not requested any programming changes.

Manufacturer narrative:
Concomitant products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3998, lot# v023339, implanted: (B)(6) 2007, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-33, lot# j0315898v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the patient asked for help with reprogramming/ adjustment or may need surgery to have something ¿fixed.¿ the patient stated that they were just at the healthcare professional (hcp) office for a routine visit and was told that they needed to contact the manufacturer to schedule an appointment. It was reviewed with the patient that scheduling with a manufacturer representative is handled through the healthcare professional (hcp). The patient stated that they were very upset about this as they were able to call patient services in the past with the same request. The patient stated that they ¿will just have the device removed.¿ the patient requested to speak with another representative, however, while on hold the patient dropped the call. Additional information was requested but was not available at the date of this report.